Event description:
Additional information was reported that the patient spoke with their manufacturing representative (rep) in february about this. She felt it was probably just a fluke. The patient stated just today they went to check their system and it had turned the stimulation off. The patient was sitting on a desk alone when this happened, and stated this happens about once a week. When the stimulation turns off the get a constant pain coming through again.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported the controller stated stimulation was turned off on its own. The issue began in december. The patient noticed the issue at night and caused their pain to return as stimulation was turning off on its own. When the issue occurred the patient checked the ins with the controller they found the stimulation had turned off and then once the patient turned it back on, it took about an hour to get the pain to go back down so it was hard for the patient to sleep. The patient took the battery pack out and reinserted but that did not fix the issue. The patient reported having no falls or trauma. The patient always kept their ins charged up and when the issue occurred at night the implant was at 50% so the issue did not appear to be caused by the ins depleting. The patient was redirected to their healthcare provider to further address the issue.